Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump led the customer to perform the fill tubing process multiple times after changing the cartridge. Reportedly, the cartridge was changed to address the issue and a pump reset was performed. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 260 mg/dl.